Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited poor sensing at 1.9 millivolts, threshold measurements of 1.6 volts, and intermittent loss of capture. The r-wave measurements are 4-5 millivolts and variable. It was noted that the pacing and shock impedance measurements were stable. A technical services (ts) consultant was contacted regarding this issue and indicated this could have been caused by torque built up and not transferring down the lead when releasing the fixation tool or the physician did not extend the helix. An x-ray was performed and it appears as if the helix was retracted but not extended. A revision procedure was performed and the lead was repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.